Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that prior to patient use, the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department from a surgical floor with a report of a s233 malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device had a normal temperature, but a s233 malfunction alarm code was noted multiple times in the device history. No add'l info was provided.